Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message" was confirmed during the functional testing and based on the event log review. The root cause for the reported complaint was due to defective cooling engine (ce), as a result of normal wear and tear of the ivtm system. The thermogard xp ivtm system was manufactured in 2011 and is more than 8 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed loose screws from the top cover, worn out white rollers and missing prime switch cover. The cause for the observed cosmetic issues was due to normal wear and tear. The prime switch cover and white guide roller needs to be replaced to address the observed issues. The thermogard xp ivtm system failed functional testing, the slew rate testing took longer than the normal time period. The event log review showed occurrence of several tcmid:06 error on the reported complaint date. Upon further testing, noticed leaking refrigerant from ce compressor. The cooling engine needs to be replaced to address the reported complaint. Upon customer approval, the defective parts will be replaced and the thermogard xp ivtm system will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During testing, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. No patient involvement.